Event description:
This procedure was performed in (B)(6). The procedure was performed on high grade enclosed calcium, with straight vessels. Balloon catheter burst laterally at 11atm after effective angioplastic intervention; there was no stent post dilatation. After removing the balloon, a transverse tear was detected 3cm distal to the proximal marker. The balloon catheter was recovered out of the sheath, which was when the physician noticed the burst balloon and transverse tear. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.